Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via stelobot, it was reported that a skin reaction at the puncture site occurred. The biosensor was inserted in the back of the upper arm on (B)(6)2025. The arm was cleansed with alcohol prior to insertion. On (B)(6)2025, the customer reported the event and indicated symptoms included redness, inflammation, blisters, pimples, and an infection at the puncture site. He had pain and burning sensations in the area. He removed the biosensor. The customer replied ¿yes,¿ to the harm question on the chat. He consulted a healthcare provider (hcp) ((B)(6)2025) who prescribed an oral antibiotic (sulfameth-trimethoprim 800/160 mg); however, the customer did not take the medication on (B)(6)2025. Follow up contact was made with the customer on (B)(6)2025 and he indicated he had not yet taken the medication because he preferred to avoid taking medications in general. At the time of the follow up contact, the affected site was painful, tender to touch, and a large red bump was visible. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. Confirmation of the complaint and the probable cause could not be determined via data. No additional customer or event information is available.